Event description:
Pt had a small distal calcified aorta. Post angiogram of the device placement noted that the contralateral iliac leg graft did not achieve a good apposition at the overlap junction with the main body graft. An endoleak was viewed, believed to have been a type iii due to the calcification present in the aorta. An iliac leg extension was deployed in the iliac leg graft and main body limb to create a better seal and graft to graft apposition. Second angiogram still noted evidence of an endoleak, but was now thought to be a type ii. Pt will be monitored.